Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for the alleged post-deployment complication. The exact root cause was unable to be determined. The likely cause could have been not maintaining enough tension on the suture while device withdrawal or over tamping leading to anchor deformation in the vessel. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).

Manufacturer narrative:
Explanted date: unknown if the device was explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that there were no problems with the puncture ateria femoralis superficialis (afs), 6f sheath, after the procedure an angio of the afs was performed. There was no calcification, and the angio-seal implantation was performed without problems. There were no other equipment or devices used with the reported product. After a few hours, the patient has a cold leg. Angiography of the afs showed high-grade stenosis of the afs in the area of the angio-seal anchor. Treatment with rotational thrombectomy. The patient was stable and there was no harm to the patient.